Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension; upn: nm-3138-55; model: m365nm3138550; serial: (B)(6); batch: 7095394. Product family: dbs-extension: upn: nm-3138-55; model: m365nm3138550; serial: (B)(6); batch: 7097060.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness, burning sensations and difficulties charging the implantable pulse generator (ipg) implant. Attempts to reeducate on how to properly charge was made, however redness and burning sensations at ipg site issue persisted. Cultures were taken however the results are not available. A database analysis was performed and confirmed the ipg temperature was within range while charging. The physicians assessment was that a superficial suture at the ipg site (reported in MFR. Report 3006630150-2024-03991), caused the potential infection as a result, the patient experienced burning sensations and charging ipg difficulties issues. The patient underwent a procedure where the ipg and lead extensions were removed. Physical analysis of the ipg and lead extensions was not performed as they were retained by the facility per their policy. The patient was prescribed anti-biotics for six to eight weeks and is doing well post-operatively.